Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer phoned bd representative complaining that on two separate incidents, 14g and 16g balloons had deflated within 2 days post inflation. Product packaging not kept, this happened about 3 months ago but customer notifying bd now.